Event description:
Three years ago rptr had a pacemaker and lead implanted. The day after insertion physician went in to tighten a wire. The next day a screw was tightened. In august rptr had a wire removed. For 3 years rptr's blood pressure was 250/170 the minute she got out of bed after a night of rest and sleep. Rptr believed the device stopped working when she was lying down. She had serious breathing rpoblems. Echocardiograms are perfect. Rptr has never been sick or had surgery.